Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior (mlad) with 99% stenosis, heavy calcification and moderate tortuosity. The 4.0x8mm nc traveler balloon dilatation catheter (bdc) had resistance during advancement and failed to cross due to the anatomy. There were no other device issues noted. There was resistance with the anatomy during removal but was removed independently. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.